Event description:
Reportedly, this platinum is connected to a boston lead 0692 (fsn boston). The impedance and the rv coil continuity increased.

Manufacturer narrative:
The review of the data provided confirmed the reported issue: the impedance of the ICD lead and the rv coil continuity increase since mid-may 2026. The subject device has been implanted on (B)(6) 2015 and connected to the ICD lead boston reliance sn: (B)(6). The data from the remote monitoring follow-up from on (B)(6) 2026 have been provided: no oversensing is detected. The rv detection is unstable between 5 mv and 10 mv. No episodes recorded on (B)(6) 2026. When a microport ICD/crt d device is connected to a reliance lead, as recommended by boston in february 2026 ¿update to recommendations regarding boston scientific reliance g defibrillation leads connected to non-boston scientific ICD generators ¿, the programming of microport ICD/crt-d should be as follows: all shocks programmed to maximum energy (42 j); shock vector: can (+) to rv (¿); polarity inverted compared with the factory default vector (rv [+] to can [¿]); alerts enabled, including abnormal shock impedance, rv coil continuity (and svc coil continuity, if applicable), and rv pacing impedance. Technical note: in microport ICD/crt d devices, when shocks are programmed to 42 j: at a shock impedance of 150 ohms, 32 j are delivered; at a shock impedance of 200 ohms, 28 j are delivered. Furthermore, by design, in microport ICD/crt d devices, even if a high abnormal impedance is detected during shock delivery, the second phase of the biphasic shock is still delivered. In case of any queries related to a reliance¿ lead, it is advised boston to be contacted and the relevant technical information to be shared with boston. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.